Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight not provided. Event date not provided.

Event description:
It was reported that the implant was removed due to pain at the site. The implant was wiggling. Tooth #9.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were updated: 3331. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4315. H10: narrative/data was updated. The reported item was returned for investigation. Visual inspection of the returned product identified worn markings due to usage, however no damage identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Measurements were made to determine if the device matched print specifications and confirmed. The reported devices were located on tooth #9 and was used for approximately 1 month. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2021060508). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2021060508) for similar event and no other complaint was identified. Sep post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur, and the reported event was non-verifiable.

Event description:
No additional event information was received at the time of this report.